Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:07, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: failure code 808:07 was discovered and confirmed in the device event history by baxter. No assignable cause was determined. This baxter owned device will not be repaired. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of 808:07. (B)(4)